Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix mesh device and the bard/davol kugel patch device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol composix. It is alleged that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol kugel patch. As alleged, on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1). It is alleged that on (B)(6) 2009, the patient had unspecified injuries related to a defect in the sepramesh composite ip (device #1), and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the sepramesh composite ip (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."